Event description:
The surgeon indicated the end of the versastep port was frayed. This is not typical. The surgeon reported, when she put in a second instrument to use through the port, the fraying occurred. She also noted was that the seal it goes through seemed tighter than usual. The surgeon retrieved the frayed pieces; obtained package and lot numbers.